Manufacturer narrative:
H3: product analysis stated device stim board and main board had failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section information references the main component of the system. Other relevant device(s) are: product ID:(B)(4), serial/lot #: (B)(6) nim console (s.no (B)(4)) imdrf codes: img g02030, fdr c20, fdc d14 <(>&<)> fdm b017 nim patient interface (s.no (B)(4)) h3 - evaluation of the returned device was not completed at the time of this report. A follow up report will be sent when analysis is complete medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to thyroid procedure nim patient interface had pi faulted error. Restarting system with pi box connected wirelessly, and wired, docking into both docks, replaced fuses with no resolution. The procedure was completed using another device. There was no patient impact.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: for product ID: nim4cm01, serial/lot #: (B)(6), UDI#: (B)(4) unit presented with software v1.6.4 and ssd card failure. Replaced defective components. Updated unit to software to v1.7.5. H6: fdm b17, fdr c20 and fdc d20 codes no longer apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Nim console (s.no (B)(6)) imdrf codes: fdc d20 code updated. Nim patient interface (s.no (B)(6)) h3 - product analysis stated device stim board had failure. Previously applied codes fdm b21, fdr c21, fdc d16 codes are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.